Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: rv lead was capped due to fracture identified approx a week or so ago. Non-capture. Consult done on (B)(6) and rv impedance oor at that time. One event with noise stored on (B)(6) 2024 - difficult to determine if sensed rhythm coming through.